Event description:
It was reported, that occlusion alarms occurred. The customer's blood glucose level was 319 mg/dl. A systems check was started with tandem technical support. However, the customer declined to complete the check. Therefore, no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.